Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that the death was related to the device. It was reported that the cause of death was unknown. It was noted that since the cause of death was not clear, the department of public prosecution was called in for autopsy. The device was able to be deactivated prior to autopsy. No further information is available at this time.